Event description:
The customer called the olympus technical assistance center (tac) to inquire information on how the visera transnasal esophagovideoscope should be reprocessed, and which chemical agents are compatible with the pef-v. It was reported that during the call, the customer stated that the facility had been storing the reprocessed scope in a container instead of hanging them in a drying cabinet. The olympus technical assistance center (tac) representative then advised the customer to follow the IFU step on reprocessing and storage which recommend the scope should be hung vertically during storage to avoid water pooling in the channels and bacteria growth. This MDR is being submitted to capture the reportable malfunction of incorrect reprocessing of the scope stated by the customer during the phone call to the olympus technical assistance center. There was no patient involvement reported with this event.

Manufacturer narrative:
It was reported that the issue was resolved by the olympus technical assistance center (tac) representative providing the customer with the instruction for use (IFU) and advised the customer that the scope should be hung vertically to avoid water pooling in the channels and bacteria growth. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: chapter 8 storage_ 8.1 storage -do not store the endoscope in the carrying case. Use the carrying case only for shipping the endoscope. Routinely storing the endoscope in a humid, non-ventilated environment such as the carrying case may present an infection control risk. -hang the endoscope in the storage cabinet with the distal end hanging freely. Make sure that the insertion tube hangs vertically and as straight as possible. Olympus will continue to monitor field performance for this device.